Manufacturer narrative:
(B)(4). The device involved is reported as returned but has not been received by the manufacturer at the time of this report. Teleflex has requested clarification as to the nature of the leak reported. No response has been received to date. Review of manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. Complaint not confirmed based on the information received. The device sample is needed to evaluate and confirm the alleged defect and establish a root cause. If the sample is received, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "aquapack bottle was leaking from oxygen outlet, because of the several burrs on it". Alleged event reported as occurred during use. Customer reported no patient injury occurred. Patient condition "fine".

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "aquapack bottle was leaking from oxygen outlet, because of the several burrs on it". Alleged event reported as occurred during use. Customer reported no patient injury occurred. Patient condition "fine".

Manufacturer narrative:
(B)(4). The device was returned for evaluation. It was received with a 040 humidifier adaptor attached to the water bottle. The water bottle was empty with the trigger removed. A dent was also noted on the top, front, left corner of the water bottle. Excess flash near the oxygen outlet was observed. This type of defect is caused by a trim-die unit that became misaligned. No other issues were found. Based on the investigation performed, the reported complaint was confirmed. The aquapak involved in the complaint was damaged during the de-flashing operation. The trimmer was not properly realigned, possibly after a jam. Because of this, there is excess flash found near the oxygen outlet. This is a low occurrence defect. Teleflex will continue to monitor and trend reports of this nature.

Event description:
Customer complaint alleges "aquapack bottle was leaking from oxygen outlet, because of the several burrs on it". Alleged event reported as occurred during use. Customer reported no patient injury occurred. Patient condition "fine".